Event description:
(B)(6), 2014: user reported experiencing dizziness and nausea in the morning after wearing dilator. Reported smelling an odor from the strips.

Manufacturer narrative:
There have been no other similar reports to aso regarding "dizzyness" as a result of wearing this type of product. The adhesive used on this product is not made with natural rubber latex.